Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The physician used the trellis device in a clot that was more chronic than acute. The physician ran device for 20 min when he was done he attempted to pull trellis device out of the catheter but the tip of trellis wire broke off inside the catheter. Everything was removed from inside patient. Investigation of the returned device on (B)(6) 2014 found that neither the catheter, nor the broken piece of wire was received for investigation.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.